Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the cause of the vaginal infection was that the patient received antibiotics that caused them to get a yeast infection. The patient was prescribed diflucan. It was reported that the vaginal infection had been resolved and the patient stated they felt much better. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had a vaginal infection and was taking a hormonal vaginal cream. The patient stated that due to the infection their vaginal area burns when they urinated. The patient noted a phone call with their doctor. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient stated they were still taking their antibiotic twice a day for their vaginal infection. No further complications were reported.